Manufacturer narrative:
Corrected data: the initial report inadvertently did not list the unique identifier number.

Event description:
It was reported that this patient has some redness and pain around the generator site. The doctor believes the redness to be due to how skinny the patient is, and believes that the pain is associated with the anatomy of the generator pocket, and not due to the vns device. A pocket revision was completed and the old generator was retained. No other relevant information has been received to date.